Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim bearing, unknown maxim tibial tray. MFR report 0001825034-2018-04081, 0001825034-2018-04082. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision procedure due to unknown reasons, however, no revision has been reported to date.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
No device was returned for review. No device history record review could be completed without part/lot code combination. Patient x-rays were reviewed and identified a possible fracture of indeterminate age of the medial femoral condlye. Additionally, the knee demonstrates subluxation of the tibia with respect to the femur on the image but has not dislocated. Overall fit of the implants is appropriate. Normal bone quality. Without further information regarding the nature of the event; the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.